Event description:
Newborn was found under phototherapy with biliband mask on without the protective eye pads under the straps of the mask. New bill mask obtained. Pediatric ophthalmologist felt f/u visit after d/c would suffice. Manufacturer: please note that we do not send products to the manufacturer, but you may arrange for pick-up by calling my number.